Event description:
Locking screws implanted with a ti cervical spine locking plate at c4-c7 were noted to be backing out at c7 and c4. Patient was fused at c5-c6. During revision surgery all hardware was removed. It is unknown which screws were backing out.